Event description:
It was reported that a pt underwent an obturator sling procedure on (B)(6)2009. During the procedure, while inserting the mesh into the pt, the mesh pulled away from the inserter where the mesh joins the inserter. The mesh was nearly through its insertion pathway and was nearly at the exit site of the skin surface. The surgeon was able to open the exit area a little more with a scalpel and then pull the mesh through to continue the procedure. The case was completed and the mesh remains implanted.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Event description:
The lay user/patient contacted lifescan alleging the meter has a cracked display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.